Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the bg meter, and customer felt unwell; cause was unknown. Multiple follow up attempts were made by tandem technical support, however, no response was received from the customer.